Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the patient had a hypoglycemic event in which the cgm as displaying 4.4 mmol/l, compared to a finger stick reading of 2.9 mmol/l. She stated it was difficult to wake the patient up and the patient was grumpy. She gave the patient a glucose drink and the patient felt fine after. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.